Manufacturer narrative:
The medical center in (B)(6) discarded the impella pump and introducer product. No analysis to root cause of the bleeding and the pump stop is possible. Should the team relay more clinical information that leads to root cause, a final report will be filed.

Event description:
The medical team in (B)(6) had difficulty inserting an impella 5.0. The team had pump passing issues via the axillary and a bleed at the surgical graft site that prompted blood products to be infused. Once successfully inserted, the pump stopped after just .83 hours of support. The pump stop prompted the team to explant.